Event description:
It was reported patient presented in emergency room after receiving inappropriate high voltage therapy due to oversensing on ventricular channel. Recommended programming changes were made to device. No further issues were reported after changes.